Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; no power with moisture behind the display and damaged battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: review of the black box data revealed multiple unexplained power on reset events recorded on (B)(6) 2017. On examination, the battery compartment was confirmed to be damaged; the battery compartment was cracked. There was evidence of moisture inside the battery compartment. Leak testing confirmed moisture leakage into the battery compartment at the site of the battery compartment crack. Using the returned battery cap, the pump powered on and ez-prime steps completed successfully. No power interruption occurred during the investigation. The pump was opened for investigation revealing further moisture corrosion on the power circuit. Investigation confirmed the moisture damage, but did not duplicate the alleged power issue.